Event description:
It was reported that a femoral fracture on patient who had a knee replacement 11 days before with the use of a rosa robot. The fracture spot corresponds with the place where the femoral tracker pins were installed during the operation. No additional information available.

Manufacturer narrative:
(B)(4). Foreign source: belgium. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed due to the review of medical records. An x-ray of the reported bone fracture was provided and confirmed the fracture and provided an analysis indicating the fractures were in line with the guide pin placement as expected. The fracture has not affected the stability or alignment of the implant and no implant concerns were identified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Since the product was not returned for analysis, a root cause is not able to be determined for the bone fracture. Per the associated risk lines, it is possible the bone experienced excessive force from the insertion or removal of the pins during surgery which led to a weakened bone more likely to fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.